Manufacturer narrative:
Medical devices continued: lnq11 icm implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent atrial lead undersensing atrial arrhythmia episodes. In addition the lead had high thresholds. The atrial lead remains in use. No patient complications have been reported as a result of this event.